Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the on/off power button gasket and switch consistent with mis-handling. The device was recertified and returned to the customer. Reports of this nature typically do not meet zoll's reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device power button was damaged. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.